Manufacturer narrative:
Additional devices listed in this report: cat # 6265-5104, lot # 32940002, description: citation tmzf ha stem #4 left; cat # 1236-2-244, lot # 37816501, description: restoration adm x3 ins; cat # 626-00-38d, lot # 38318201, description: modular dual mobility insert; cat # 6260-9-122, lot # 38305306, description: 22.2mm std lfit v40 head; cat # 2030-6530-1, lot # mktx08, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are currently implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
It was reported that the patient had stryker left tha on (B)(6) 2012 and has had leg and groin pain since. Primary doctor has done bone scan and blood work which was inconclusive to cause of pain. She is seeing a doctor for second opinion this month. She would like to know if any of her implants were part of a recall.

Event description:
It was reported that the patient had stryker left tha on (B)(6) 2012 and has had leg and groin pain since. Primary doctor has done bone scan and blood work which was inconclusive to cause of pain. She is seeing a doctor for second opinion this month. She would like to know if any of her implants were part of a recall.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving a trident hemispherical cluster hole shell was reported. The event was confirmed. The reported device was not returned for evaluation as it remains implanted. A review of the provided implant sheet, medical records, operative reports and radiology reports by a clinical consultant indicated: review of the available clinical data suggests that the patient¿s symptoms were due to lumbosacral spine disease, iliopsoas tendinitis, and trochanteric bursitis. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are involved in this clinical situation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Communication with the regulatory compliance department confirmed that the reported device is not part of a recall. Complaint history review indicated that there were no previous similar reported events for the same lot number. Conclusions: the investigation concluded through review of the available clinical data that the patient¿s symptoms of pain were due to lumbosacral spine disease, iliopsoas tendinitis, and trochanteric bursitis. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are involved in this clinical situation.